Manufacturer narrative:
(B)(4).

Event description:
It was reported that far-field r wave oversensing was observed on the ventricular channel. Patient was asymptomatic. Programming changes were made. Patient was stable before, during and after the event.